Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with their implantable cardioverter-defibrillator that exhibited far p-wave over-sensing. Programming changes were made and the issue resolved. The patient was stable.